Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, product return status, patient, and initial reporter, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 80, 75cm mustang balloon was advanced for dilation. However, it was noted that the balloon ruptured during the procedure. There were no patient complications as a result of this event.